Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap.cholecystectomy. Event description: event happen in a cholecystectomy surgery. Tip fracture. Additional information received from an applied medical representative via email on 26aug25: it was confirmed the obturator was inside the cannula at the time of the incident and a camera was inside. This was not a robotic case. Intervention: device replaced. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: lap.cholecystectomy. Event description: event happen in a cholecystectomy surgery. Tip fracture additional information received from an applied medical representative via email on 26aug2025: it was confirmed the obturator was inside the cannula at the time of the incident and a camera was inside. This was not a robotic case. Intervention: device replaced. Patient status: patient is ok.